Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that the right hinge on the display was disconnected and that the two screws that hold the hinge together had come off. So the fse replaced the screws on hinge. The unit passed all functional and safety tests according to factory specifications and was given to the customer and cleared for customer use.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) hinge on the display is snapped. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.